Manufacturer narrative:
Unit passed basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime unit during prime/delivery test due to faulty back pressure sensor (gold). The motor was tested outside the device and passed. Unit received with cracked case at display window corners, case at reservoir tube window corners and reservoir tube window. Unit received with minor scratches on lcd window.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm during basal. The customer did not recall any significant events leading up to the motor error alarm. Blood glucose level at the time of the incident was not provided. Blood glucose level on the morning of the call was 71 mg/dl. During a follow up call, the customer reported that the device was also cracked. Blood glucose level near the time of this incident was 171 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.